Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tears are an issue that is occasionally reported with cataract surgery. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the during surgery ophthalmic console automatically turn off its continuous irrigation when switching to the next surgical steps and patient had capsular tear. The procedure details and additional information have been requested, but none received to date.